Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that soon after the implant, the patient suffered from severe pain. It is further alleged that radiographic images of her left hip revealed that the cup had slipped to a vertical position and that sclerosis developed on the lateral aspect of the acetabulum "where the femoral head has been impacting in the bony structures and not the acetabulum.